Manufacturer narrative:
On (B)(6) 2021, mentor became aware that it was erroneously indicated in the supplemental report (follow-up number 1), that the "reason for device explant and/or reoperation" was material rupture. The correct answer has been provided. Manufacturer¿s reference number: (B)(4) reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On september 15, 2021, the mentor failure analysis has received the device for evaluation. Mentor also received additional information indicating that the date of explantation was (B)(6) 2021. On september 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered left breast implant rupture and right breast capsular contracture (baker grade iii), post-procedure. The complications were diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 11, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery and possible replacement with mentor gel implants on (B)(6) 2021. On may 13, 2021, mentor received additional information indicating that the date of explantation has been updated to on (B)(6) 2021. On may 14, 2021, mentor received additional information indicating that the patient also experienced breast asymmetry with a larger and wider left breast and bilateral stretching of areola, and bilateral upper pole flattening. The diagnosis was made by palpation of the breast. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.